Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. The actual observed longevity compared to the estimated longevity for the programmed settings and usage was found to be outside of the expected limits. The cause of the battery depletion was not conclusively determined.